Event description:
Pt on a nipride drip. Nurse took out the tubing from the pump to change it to a different pump on the other side of the bed. Soon after that, it was determined that the pt got a bolus of nipride. It is speculated that the nurse may have opened up the white clamp on the cassette portion when she changed the tubing. The roller clamp was not closed during the change of tubing. The pt did have injury and effects from the nipride bolus. The pt required medical intervention and is now doing fine. The pump has been requested multiple times and has not been sent in to alaris. A follow-up MDR will be filed if co does get to ivnestigate the pump.